Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and they did not receive a low battery alert prior to the off no power alert. The customer¿s blood glucose level was unknown. Customer stated that the battery cap was not loose, cracked or damaged. Customer states this was not the second occurrence of off no power without a low battery warning. The customer stated that the drive support cap was normal. The customer stated that the insulin pump was not exposed to high magnetic fields. Customer stated that new battery did not resolve the issue and got the same error. Customer reported they were able to clear the alarm and able to complete rewind. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No unexpected battery out limit alarm anomalies noted. No motor error alarm noted. Motor passed motor test. (B)(4).